Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Updated sections: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. D4- UDI# (B)(4). The device history record (DHR) for 00515048201 lot number z000012610, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 08 may 2019, it was reported from (B)(6) hospital that the tip lock of this product was came off from the handpiece easily during use. On 04 june 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device had a gap in the case housings and the tip and tip lock were not properly retained in the unit. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515047501 tip lock had detached from the gun, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip lock of this product was came off from the hand piece easily during use. There was a minimal delay of 15 minutes and an alternate product was available for use. No adverse events were reported as a result of this malfunction.